Event description:
I was given solar eclipse glasses that came from a teacher. I looked for is0 certification and it was printed on the left stem. I did not, however, read the right stem, where the manufacturer noted the 3 minute use limit. (I understand now, via nasa, that the 3-minute use limit, but have sent a note to nasa regarding a certain flippant statement made in their eclipse glasses safety page). I sat, stationary, watching the moon leave the sun - for 40 minutes, almost steadily. I have cataracts. Since this idiotic action on my part, and immediately, I had eye tearing not "tear" ing. Increased haze. And grittiness. I wrote to the company stating that it was my error so they had no liability, but asked if they would let me send them the glasses to have them checked. Unsurprising, I have heard nothing. I am filing this report so that the FDA might better control the quality of such devices, and, indeed, I imagine that forwarding this to the ftc would be a good idea.